Manufacturer narrative:
Na it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was implanted. On an unknown date, patient experienced chronic shortness of breath, anemia, fatigue, and open wounds on lower legs from chronic edema. It was reported on (B)(6) 2025, the patient underwent redo-surgical aortic valve replacement due to moderate-severe perivalvular leak. The 25mm trifecta gt valve was replaced with an unknown mechanical valve. Post-intervention procedure, patient experienced completed heart block and required a permanent pacemaker on (B)(6) 2025.